Event description:
It was reported by repair work order that the footend brakes would not disengage due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.